Event description:
Caller states that the pt tested 4.8 inr on the coaguchek test system and 2.2 inr on a comparison lab. Coumadin was held due to device result, however no adverse event reported. Comparison performed at a medical facility. Requested return of suspect test sys and replacement was sent.